Event description:
It was reported that a patient had a right thyroidectomy and both thyroid lymph node dissection. The surgeon used suture to close the breast bone. On (B)(6) 2012 the patient required a reoperation unrelated to the breastbone closure. During the procedure the surgeon noted that the suture had broken. The surgeon opines that it was not a quality issue.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.